Manufacturer narrative:
No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had difficult anatomy along with tortuous calcified abdominal aorta and pseudoaneurysm in the right iliac preventing successful delivery of impella. The device passed all post sterile inspection checks.

Event description:
It was reported that implantation of an impella cp was aborted due to patient anatomy.